Event description:
Initial replacement of left hip done in (B) (6) 2008. New hip never felt right and gradually began to cause pain and feeling that it was not going to support me. Went back to surgeon in (B) (6) 2009 because of these issues.